Event description:
The user facility report leak between the pump segment connector and arterial tubing which resulted in an air leak and discarding blood int the circuit. Ebl = 270 cc. No patient injury or need for medical intervention is reported. The actual complaint sample was discarded.